Event description:
It was reported that a user experienced elevated blood glucose after a recent supply change while using the ilet system, and an agent reviewed data and guided the user through another supply change after which insulin delivery was resumed. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education. Investigation included a review of available reports and phone-based troubleshooting with the user. Investigation of this case revealed an unclear cause. It was concluded that the cause of the hyperglycemia could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.